Event description:
The reporter and health care professional (hcp) contacted animas on (B)(4) 2012 stating that the patient experienced elevated blood glucose levels up to 538 mg/dl. The hcp indicated that the patient's pump was not alarming appropriately for occlusions. The reporter stated that the patient's site was changed yesterday. After the site change, the patient's blood glucose levels reportedly elevated to 313 mg/dl then up to 538 mg/dl. The patient's elevated blood glucose was treated via injection and resolved to 102 mg/dl. The reporter indicated that the blood glucose levels elevated again this morning to 507 mg/dl. The reporter confirmed that the site looked appropriate with no noted lumpiness or hardness. The reporter confirmed that the pump settings were programmed correctly. The alarm history indicated an empty cartridge yesterday; the reporter confirmed that all of the supplies were changed out at that time and confirmed that the tubing was primed until drops were seen. The reporter declined to remove the site to assess the cannula. The hcp requested the pump be replaced as the pump was sometimes alarming for an occlusion and sometimes would not. This report is made based on the allegation from the health care professional that the patient experienced high blood glucose levels associated with the pump not alarming to alert the user of an occlusion alarm.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012: no insulin delivery defect was found. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Opened the pump to investigate, no damage was found. Performed pump "rewind", "load", and "prime" with no alarms. Pump was exercised for 24 hours, no alarms duplicated during testing. The force sensor calibration reading is within specifications. The pump gave the appropriate visual and audible alert to occlusions caused by clamping off the tubing, and alarms were correctly recorded. . Daily insulin delivery totals correctly reflected the user's programmed basal rates.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.